Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during pumping. Additionally, it was reported that the customer received an occlusion alarm. A system check was performed with tandem technical support and drops of insulin were observed exiting the tubing. The customer declined to remove the site. The customer's blood glucose level was 134 mg/dl at the time of both events. Reportedly, the customer would continue use of the pump for therapy.